Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device was received with no output/no telemetry due to battery being at end of service (eos) level. Electrical testing found device at eos with normal in-circuit current. Replaced the battery with a known good battery to continue testing. Battery assessment at various pulse amplitudes was conducted to evaluate current at different settings. Current levels were generally within the normal range, except at nominal settings where the current was slightly elevated. Slightly elevated current is consistent with an issue with the hybrid component. Longevity assessment was performed, and the device did not meet projected longevity.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, the device was unable to be interrogated using inductive telemetry. The device was explanted and replaced to resolve the event. The patient was stable.